Event description:
It was reported that the device battery would not charge. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue was not confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they device received without battery, replaced missing battery with alaris battery pack. Device passed battery conditioning testing, no fault found with customer stated problem. Replaced missing handle. Based on the findings, no fault found with customer stated problem. A review of the device history record showed the device had a manufacture date of 04apr2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device battery would not charge. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device battery would not charge. No additional information was provided. There was no patient involvement.